Event description:
It was reported that the sample (B)(6) from "mayo clinic receiving hub" was tested with serology. The test result was jkb positive (jkb+) which contrasted with the molecular typing performed with ID core xt on (B)(6) 2025, which provided jkb negative (jkb-) results.